Event description:
Pump malfunction was reported by caller. There was no adverse impact to customer¿s blood glucose level. Technical support provided pump reset instructions, assisted with resetting, and confirmed no recurrence of malfunction code, allowing continued use of pump with guidance to call back if issue recurs.